Manufacturer narrative:
Monitor was returned for evaluation. The reported problem (will not power on) was confirmed due to components being burned on the ca board. The root cause of the damaged components was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.